Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins did not work. They stated it hurt their hip, shocked them, and damaged the nerves in one leg. The patient had it removed as they could not stand the pain and falls it was causing. No further patient complications were reported as a result of this event.